Event description:
Pt had chronic dislocation. Changed stem angle. Took out stem and head. Replaced with size 15 stem and 36 mm metal head.

Manufacturer narrative:
The pt was revised to remedy a dislocation after 1.4 months implanted. The revision surgery included changing the stem and the head to prevent future dislocations. The DHR was reviewed and all processing and inspection steps were executed as intended. One ncmr was created for the stem for inadequate porous coating, dispositioned return to vendor. This is the 2nd complaint for this part number, no others for this lot number. The cause for the dislocation was not determined but was most likely due to the selected stem & head and/or placement of the devices during initial surgery. There are no indications of material, design or manufacturing problems which would contribute to dislocation.